Manufacturer narrative:
Additional information was received reporting that after the second valve was implanted, at the time hemodynamic fluctuation was noted and prior to introducing percutaneous cardiopulmonary support (pcps), pericardial effusion was also observed and pericardial drainage was performed. Nineteen days following the implant procedure the patient was discharged. Implant date which was left off initial report was added to d8 manufacturer contact information in g1 updated additional patient code added to h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The serial number of the associated product was received: product ID: evproplus-29us, serial/lot #: d379864, ubd: (B)(6) 2022, UDI#: (B)(4) additional information was received reporting a hematoma, due to a dissection, from the ascending aorta to the aortic arch was confirmed via computed tomography (CT) scan. It was noted that the hematoma was hardened. Per the physician the hypotension was caused by the dissection and subsequent hematoma. It was further reported that the percutaneous cardiopulmonary support (pcps) had been detached and the patient was hospitalized for follow up. It was anticipated that the patient would be discharged soon. Patient and device codes that were inadvertently left off the initial medwatch as well as new applicable codes were added to section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for both valves and showed that these products met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. An image was submitted to medtronic for review. The image review showed no valve load checks related for this event. The image provided confirmed there are two valve systems implanted. The first one is in the ascending aorta while the second system is implanted in the aortic annulus. Calcium is seen and appeared to be constraining the inflow of the second valve with moderate paravalvular leak (pvl) visible seen with the angiogram. There is no additional imaging provided confirming the procedure events and difficulties as stated in this event report. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, the valve was removed after the initial detection of valve constrainment and a bav was performed. However, the constrainment remained after deploying it again and a post-implant bav was performed. That resulted in the valve dislodging and a new valve was implanted. With the limited information available, a conclusive root cause of the constrainment cannot be determined the reported left coronary cusp (lcc) calcification may have been a contributing cause. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. The valve was snared and a new 29mm valve was implanted. A conclusive root cause could not be determined from the limited information available, but a likely contributing cause of the dislodgement was the reported balloon-valve interaction. Dislodge events are typically not related to a device malfunction. Vascular injuries such as dissection and hematoma, are known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular injury/complications cannot be determined, but it was reported that the hematoma was a result of the dissection. Pvl is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available, but the reported lcc calcification may have been a contributing cause. Subsequently pcps was introduced but blood pressure did not increase. The blood pressure recovered to 90-99 mmhg just before the patient left the operating room. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. Although a conclusive cause could not be determined from the limited information available, per the physician, the hypotension was caused by the dissection and subsequent hematoma. Pericardial effusion is a known effect that can occur after cardiac procedures due to procedural complications. However, in this case, with the limited information available, a conclusive root cause could not be determined. The issue was addressed with a pericardiocentesis and no additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial/lot #: unknown, ubd:unknown, UDI#: unknown. Product analysis: the valves remain implanted therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 26 mm transcatheter bioprosthetic valve a pre-balloon aortic valvuloplasty (bav) was performed with a 16 mm balloon. At 2/3 deployment the valve was pushed against the calcified part of the left coronary cusp (lcc) and expansion failure was noted. The valve was removed and a bav was performed with an 18 mm balloon. The delivery catheter system (dcs) was flushed and no misloading was identified when observed under fluoroscopy. The dcs and valve were re-inserted and after deployment expansion failure was again noted. A post-bav was performed under rapid pacing. As the balloon was pulled out it interacted with the valve and the valve came off the valve annulus and embolized to the aortic side. A 29 mm valve was implanted while the 26 mm valve was held with a gooseneck snare. Mild-moderate paravalvular leak (pvl) was noted via fluoroscopy with a peak gradient of 9 mmhg. The systolic blood pressure was 50-59 mmhg and did not increase with use of a pressor agent and blood transfusion. Subsequently percutaneous cardiopulmonary support (pcps) was introduced with a flow rate of 2.0l but blood pressure remained at 40-59 mmhg. The blood pressure recovered to 90-99 mmhg just before leaving the operating room. The reason for hypotension was unknown. No additional adverse patient effects were reported.